Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked contrast from the port during use. The following information was provided by the initial reporter: "during pump injection the contrast media was leaking from the port rather than going through the cannula to the patient contrast injection stopped, faulty cannula removed. A new cannla cited and injection proceeded without any complication"

Manufacturer narrative:
Investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. From the verbatim, the probable root cause for leakage from the port could be due to valve issue. CAPA#1379444 was initiated to address the issue. H3 other text : see h10.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked contrast from the port during use. The following information was provided by the initial reporter: "during pump injection the contrast media was leaking from the port rather than going through the cannula to the patient contrast injection stopped, faulty cannula removed. A new cannla cited and injection proceeded without any complication".